Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient seems to have a chest wall stimulation, intermittent chest discomfort, and patient had some syncopal episodes. It was noted that the patient had non- capture of the rv lead and sensing had dropped. A chest x-ray noted the lead had dislodged. The same rv lead was repositioned without complication.